Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that there was a loss of therapeutic effect. The consumer reported after about 1 year the stimulation system stopped working and the patient's back pain got worse. There was soreness at the stimulator site which was reported to be more pain and the patient's low back was getting worse. The desire to have the system explanted was expressed by the patient. It was reported that the stimulator had not worked for about 8 years. The implant was now over 9 years and so was due to be removed. The patient could not currently afford the removal surgery and wanted to know if keeping it implanted another year was safe. The patient had continued to have very bad back pain for over 9 years which was the reason for implant but the patient still had severe pain with the implant. It was noted that there was a loss of therapy. Per the patient, the hcp go the pain down some but the patient stopped using the implant. The external devices no longer work with their implant. This had started about 6 months after implant in 2008. It was also reported that the hcp wanted to do an MRI of the patient's back but they could not so the patient might get a CT scan. It was unknown to the patient if the imaging would be looking at the device. The imaging was for back pain. No further complications were reported.